Manufacturer narrative:
No known impact or consequence to patient. Result: mechanical shock problem. (B)(4). Analysis of the devices (tube cev649x5 dia 5mm 350mm) indicated that the screw threads are broken on the two returned tubes. However, the broken extremities have not been returned for analysis. Note: this MDR is being filed as a result of an internal review of complaints from medtronic¿s mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. (B)(4) was opened to address these issues. (B)(4).

Event description:
Two devices were returned to mxi for service and repair. It was reported that the two tubes were broken at the first use after service repair return.